Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was confirmed and the root cause was determined to be air in the patient line. This issue has been escalated to CAPA.

Event description:
During troubleshooting of low drain volume alarm that appeared on the home choice (hc) display during initial drain, the home patient (hp) reported noticing air in the patient line. The technical service representative (tsr) assisted the hp in ending therapy due to air in the patient line, and advised to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.